Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of high lead impedance was not confirmed. Electrical analysis revealed normal hv lead impedance. Analysis revealed high lead pacing impedance due to that the helix was retracted and clogged with dried body fluid and tissue. Normal lead pacing impedance was measured when the helix was in extended position.

Event description:
It was reported that during an implant high lead impedance was observed. The lead was not implanted.